Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 26cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that four months after placement of the powerpicc solo catheter in this patient, seepage occurred from the insertion site while injecting fluids during maintenance. The catheter was removed after communication with the patient. A transverse cleft was seen at the scale of 26 cm of the catheter.

Event description:
It was reported that four months after placement of the powerpicc solo catheter in this patient, seepage occurred from the insertion site while injecting fluids during maintenance. The catheter was removed after communication with the patient. A transverse cleft was seen at the scale of 26 cm of the catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx1616 showed one other similar product complaint(s) from this lot number.